Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: *visual analysis of the photographs a device with an opening, brown particles are observed in the gel and u the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. *visual analysis of the identified photos black/red particles material was found on the shell and the device was broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side rupture and "stage IV capsular contracture." The device has been explanted. Healthcare professional reported "medication prescribed for contracture."

Event description:
Healthcare professional reported, left side rupture. And "stage IV, capsular contracture". The device has been explanted. Healthcare professional reported, "medication prescribed for contracture".